Event description:
The customer representative (executive director) reported an event involving a sara flex lift. During a transfer to a chair using the lift, performed by two certified nursing assistants (cnas), the resident complained of right hip pain and was subsequently lowered to the floor. The resident sustained a right hip dislocation requiring hospitalization. No lift malfunction was reported.

Manufacturer narrative:
The investigation is ongoing. Results of the analysis will be provided to the follow-up report. H3 other text: inspected by customer.